Manufacturer narrative:
No product was returned for this complaint as it remains in the patient, therefore no device investigation could be done. Batch information was provided and reviewing manufacturing records yielded no abnormalities. Repeated inquiries to gather more information about this case have not resulted in any additional information beyond what is listed in this report at this time.

Event description:
Patient developed (B)(6) with wound infection and underwent a wound washout on (B)(6) 2020. Patient was treated with cefazolin and rifampin. At (B)(6) 2020 clinic visit, it was noted that wound was healing well with a very small amount of persistent but improving yellowish drainage at the upper pole of incision.